Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unable to verify the original reservoir stuck in the reservoir compartment due to pump was received without the original reservoir. Device monitored with a test reservoir and the test reservoir removes properly from the reservoir compartment noted. No rewind anomaly noted during the testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at reservoir compartment opening, reservoir was stuck inside the pump and insulin pump was stuck on rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.